Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had a low blood glucose of 50 mg/dl. The customer was treated with 4 glucose tablets and oatmeal. The drive support cap was normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The customer had a high blood glucose reading of 477 mg/dl. At the time of the call, the blood glucose reading was 136 mg/dl. The customer treated with manual injection. The customer reported that the insulin was not stored at room temperature but stated that the tubing was just discolored and it was not air bubbles. The insulin exited with a manual prime and no leaks were observed. The insulin was not cloudy or expired. The insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent or crimped. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.